Event description:
Hospital reported that an extravasation occurred at the end of a cta (computed tomography angiogram) study. The patient required emergency carpal tunnel release with delayed closure.

Manufacturer narrative:
Medrad service representative will be going to the hospital to checkout the injector. The hospital declined the additional applications training that was offered. Once the checkout of the injector is performed, a follow-up report will be sent.